Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to a corroded act button keypad trace. The insulin pump had minor scratches on the display window, cracked display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker.

Event description:
It was reported that customer's insulin pump does not vibrate. Customer's blood glucose was 7.1 mmol/l. The settings are correct. The battery was replaced, but the issue persists. There was no vibration during the self test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.